Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture and residue/debris on the lens in a microcentrifuge vial. Visual inspection found no visible damage with foreign material on lens surface, specifically fibers. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -07.00 diopter, in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vaulting and pupil block with elevated intraocular pressure (iop). The problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).